Event description:
During a ptca treatment procedure involving a 90% stenotic lesion in the distal portion of a somewhat tortuous left circumflex coronary artery, the maverick2 monorail balloon lost pressure at 8 atm's on the initial inflation. The patient was asymptomatic during this event. An acs guidant balance guidewire (size unknown) and a cordis britetip guide catheter (size unknown) were also used in this case, but the type and size of introducer sheath and which inflation device was used are unknown. The procedure was successfully completed. Patient status is reported as 'good'.